Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lithotripsy system had a broken connector during installation. There was no patient involvement.

Event description:
It was reported that the lithotripsy system had a broken connector during installation. There was no patient involvement.

Manufacturer narrative:
Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The transducer receptacle was damaged with the transducer contact missing and both wires were snapped. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lithotripsy system had a broken connector during installation. There was no patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to provide a correction to d4.